Event description:
Procedure type: low anterior resection. According to the reporter: the first assist fired the instrument but the blade did not cut the left anterior portion of the anastomosis. The first assist then tried to open the instrument to tilt the anvil, and the anvil did not tilt and was stuck to the tissue. The surgeon then tried to re-close the instrument all the way and then open it, but it still would not release. The surgeon opened the instrument all the way leaving the anvil inside the colon. The surgeon then removed the anvil by cutting it off tissue. Operating room time delay was 1 1/2 - 2 hours. After removing the anvil, there was a 3-4mm defect that had to be repaired using suture. The surgeon had to give the patient a diverting colostomy. No significant bleeding was reported.

Manufacturer narrative:
(B)(4).